Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the lead moved and the trial patient felt stimulation going down their leg. The basic trial was "not conclusive enough" so the patient was to undergo an advanced trial. Additional information has been requested, a follow up report will be sent if additional information is received.